Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant results for 2 patient samples while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. Patient 1: the patient sample was tested as part of a pooled sample (pool of 3 individual samples) on cobas liat and generated a positive result for sars-cov-2. The patient's individual sample was tested on cobas liat and generated a negative result for sars-cov-2. The same individual sample was retested twice on a competitor platform (genexpert) and generated a positive result. Patient 2: the patient sample was tested as part of a pooled sample (pool of 3 individual samples) on cobas liat and generate a positive result for sars-cov-2. The patient's individual sample was tested on cobas liat and generated a negative result for sars-cov-2. The same individual sample was retested on a competitor platform (genexpert) and generated a positive result. The other 2 individual patients' samples from each pool were individually tested and generated a negative result on genexpert (no repeat was done on cobas liat). Both patient's samples were reported out as positive. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancies observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination, differences in assay platforms, the off-label practice of pooling samples, and an off-label collection kit.